Event description:
It was reported that the pulse generator exhibited an impedance measurement anomaly and unacceptable threshold. The pocket was reopened and the physician inserted the lead deeper into the connector with a secured setscrew. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.